Manufacturer narrative:
Sientra complaint #: (B)(4). Investigational device [ide], no expiration date or date of manufacture available. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient alleged bii (breast implant illness), symptoms: fatigue, insomnia, brain fog/lack of focus, neck/shoulder pain, lower back pain, dry/brittle hair, aging/dry skin, dry eyes/discharge, decline in vision, dry mouth, headache, difficulty swallowing, asthma, nausea, night sweats of chest, sinus pressure, depression/anxiety, joint pain in elbows.